Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer needed the clinical logs pulled from (B)(6) 2022 between 17:30 to 20:01 due to a patient incident.

Manufacturer narrative:
Upon completion of the investigation, reportability was reassessed. Per clinical review as of 7/26/2022 there is no evidence of product malfunction, there is no allegation of injury associated with product malfunction, nor could any production malfunction be verified from the logs provided.

Event description:
It was reported that the customer needed the clinical logs pulled from april 26, 2022 between 17:30 to 20:01 due to a patient incident.